Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was not possible to implant the lead as there was no area where appropriate pacing thresholds could be obtained. The lead could not be fixated. The lead was disposed due to infectious disease. No adverse patient effects were reported.